Event description:
It was reported that the patient had pre-syncopal episode. The rate drop response (rdr) of the implantable pulse generator (ipg) device was turned on, yet the patient experienced another pre-syncopal episode. The device remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 4592-45 lead implanted: 1999-(B)(6). (B)(4)